Event description:
New information noted the pacemaker was explanted and replaced. The patient was in stable condition before, during, and after.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited a transient drop in battery voltage from an undetermined cause. A transmission received the following day showed the battery recovered to expected levels. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.